Event description:
A customer contacted beckman coulter regarding an erroneously high digoxin result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for digoxin and a result of ">6ng/ml" was obtained. The result was not reported out of the lab. The original sample was tested on a different instrument in the customer's lab and digoxin result was 2ng/ml. The customer then re-tested the original sample on the unicel dxl 800 access instrument for digoxin using a different pipettor. Digoxin result obtained on the different pipettor was 1.3ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specification prior to and after the event. The sample was collected in a lithium heparin tube with gel separators and centrifuged at 3,000 rpm for 10 minutes. The specimen was sampled from the primary tube. The sample was not re-centrifuged prior to repeat testing. A field service engineer (fse) was dispatched to the customer's lab. The fse replaced precision pump and transducer tip. The fse verified instrument performance per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.